Manufacturer narrative:
Additional information was received that the result from (B)(6) 2015 was actually 193.7 iu/l. This sample was repeated an additional time on (B)(6) 2015 on another module and the result was 2938 iu/l. The patient was followed for in-vitro fertilization (ivf) and due to the erroneous result it was believed the ivf had failed. The clinician then asked for the additional sample draws. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the issue seemed resolved after the service visit, an unknown temporary instrument issue was assumed to be the cause and a general reagent issue was unlikely.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable low intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. (B)(6). The erroneous result was reported outside of the laboratory. Information concerning if the patient was adversely affected was requested, but was not provided. The reagent lot number was 187428 with an expiration date of 11/30/2016. The customer ran repeatability testing on pooled sample material. The measuring cell was exchanged and performance testing was performed.